Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate; implant date - estimate. The UDI# is unknown because the part number and lot number were not provided. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of dissection and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a dissection occurred when implanting the absorb scaffold; however, it was not noticed. The patient returned on an unspecified date with the scaffold occluded [thrombosis] and the dissection was covered with a xience prox stent for treatment. No additional information was provided.